Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2014 with the following findings: there was moisture observed behind the display lens. Due to internal moisture contamination, the pump powered on with the returned battery cap to a multicolored display image. The battery compartment was cracked and was confirmed with the leak test. There was evidence of moisture contamination inside the pump when the case was removed. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was moisture behind the display, the display was discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on 11/07/2014.